Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. Prior to deployment, the inflow edge of the constrained valve frame was not aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The length of membranous septum was 3.1mm and the he final non-coronary cusp implant depth was 4.77 mm. On (B)(6) 2024, the patient presented to the emergency department,. A holter recorder notes asymptomatic periods of complete heart block and pauses. On (B)(6) 2024, the decision was made to implant a permanent pacemaker.

Event description:
Subsequent to the previously filed report, additional information was received that there was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no difficulty implanting the 29mm navitor valve. The cause of the patient's complete heart block is attributed to the 29mm navitor valve. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported heart block could not be conclusively determined. The reported hospitalization and surgical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.